Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately a month after the implant date. Explant date: (B)(6) 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 2000010808 . Product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 18342839/2000012607.

Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned. No further information has been obtained despite good faith efforts.